Event description:
It was reported that during a rescue attempt the device analyzed, reported that no shock was required, paused for CPR and reported an apply pads prompt after the pause for CPR. The patient was transferred to another device. It was reported that the patient did not survive.

Manufacturer narrative:
Evaluation: the electronic history files from the actual device involved in the incident were evaluated and indicate that the device is functioning as designed. The actual device was not returned. Result: the actual defibrillation electrodes were not recoverable, without the actual defibrillation electrodes, no conclusion can be made.